Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 300 mg/dl. Customer¿s other blood glucose level was 215 mg/dl at the time of call. Customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer also reported that the reservoir had air bubble anomaly. Customer stated that there was air bubble in the reservoir about 1/8 inch. Customer troubleshoot was not performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0215.